Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that plastic shavings were observed in the three (3) exactamix 250 ml eva tpn bags. The plastic shavings were left behind in the fill port when the fill port cap was removed during setup and preparation prior to compounding. There was no patient involvement. No additional information is available.